Event description:
Two grafts were performed during the coronary artery bypass graft surgery. During the first graft, the punch caused a 1-2 mm tear in the aorta. The surgeon continued to use the heartstring seal for the anastomosis. They removed the heartstring and used a side biter clamp to sew up the tear. No further info or pt complications were reported.